Event description:
Pt reported that received a reading on the surestep meter of "62" and stated that felt drowsy and hungry during that time. On follow-up, it was discovered that the meter was set to mmol/l. Converted the "6.2" mmol/l to mg/dl, the value is 112 vs "62". The lfs representative assisted the pt in setting the meter correctly to mg/dl. There was no allegation of harm.